Event description:
It was reported that two screwdriver tips stripped and fractured off trying to remove a previously-implanted competitive set screw during revision surgery. All tips were removed from the patient. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Inspection: the returned products match information listed in the complaint file. Visual inspection revealed the fractured tips. The complaint is confirmed. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause. A definitive root cause cannot be determined with the information provided. Wear and tear from multiple uses and sterilization cycles over time may have contributed to this issue. Also, an off-axis force may have been placed on the drivers, resulting in the fracture. Device usage. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference report 3012447612-2021-00100

Event description:
It was reported that two screwdriver tips stripped and fractured off trying to remove a previously-implanted competitive set screw during revision surgery. All tips were removed from the patient. This is report two of two for this event.